Manufacturer narrative:
A siemens fse (field service engineer) evaluated the advia centaur instrument and instrument data. Upon evaluating the instrument and instrument data, the fse determined that the cause of the discordant hcg is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant hcg result was obtained on the advia centaur system for one patient, which was reported to the physician. The sample was repeated the following day at the request of the physician and a corrected report was sent out. There is no known report of patient treatment or adverse health consequences due to the discordant hcg result.